Manufacturer narrative:
(B)(4). Insulin pump was received with blank display during testing. Unable to determine the root cause, problem isolated to electronic assembly on electrical board. Insulin pump was received with cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked. The customer stated that the insulin pump had makes strange noise and stopped working completely. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.